Manufacturer narrative:
Patient weight asked but unknown on the date of filing. No evaluation was performed due to resolution on call with technical services. A clinical specialist at the site discovered that a cable was disconnected when he removed the covers. Once the cable was reseated the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the amber light on the camera was displaying. The sire checked the ndi toolbox and confirmed the camera was not showing connected. The manufacturer representative present did not have the tools to troubleshoot the camera chain. The surgeon continued the procedure without navigation. A clinical specialist discovered the cable was disconnected when he removed the covers. Once the cable was reseated the issue was resolved. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.